Manufacturer narrative:
The reported event of high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information indicates the patient had their leads explanted and replaced to address the issue. Lead fracture was observed near the anchors. Therapy was restored.

Manufacturer narrative:
Correction - e1 physician's name, address and facility name. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01348. It was reported the patient fell. The system was auto reducing due to high impedances. As a result, the patient was not receiving effective therapy. Surgical intervention may take place at a later date to address the issue.